Event description:
Reportedly, during testing, the displayed fio2 value (64%) was higher than the set fio2 value (60%). Upon calibrating the oxygen sensor, it did not work. Replacing the oxygen sensor resolved the issue. There was no pt involvement.